Manufacturer narrative:
The actual device was returned for evaluation. The craniotome device was evaluated and the reported condition that the neuro tip was bent was confirmed. An assessment was performed and it was determined that this condition was due to excessive lateral force being placed on the device causing the neuro-tip to bend. The assignable root cause was determined to be component damage caused by user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
(B)(6). The actual device has been returned and is currently pending evaluation. An assessment was performed and it was determined that the device had scratches and kinks, and the crane boom (tip) was damaged and bent. It was determined that the reported condition was due to normal wear over time. However, since the investigation is still on-going, the assignable root cause could not be determined at this time. Once investigation has been completed, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the neuro tip of the craniotome device was damaged. It was noted that the crane boom was damaged (abrasion) and bent. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.